Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and identified that the mechanical system switches required repair or replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. There was no patient involvement. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.